Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was returned to the manufacturer for analysis. Testing detected an electrical problem. Fan was on all the time at full speed. Otherwise mobile view station (mvs) functioned as expected. Software investigation found software to be fully functional with no problem found. The reported software event could not be duplicated by medtronic personnel. The issue was documented in a medtronic navigation software anomaly tracking database. The mvs computer was replaced which resolved the issue. System checkout performed. System passed all tests. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during pm, it was found that when a hd 3d scan was desired, the software would stop and "come up with errors". Only restart of the mobile view station (mvs) would make the system work again. A normal 3d scan and 2d imaging all work normally. There was no patient present when this issue was identified.